Event description:
It was reported patient underwent an arthroscopic rotator cuff procedure (B)(6) 2013. During fixation of the tendon to the anchor, the eyelets in the anchor fractured and released the suture. The anchor was retained by the patient. The surgeon used another anchor to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.